Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed and displayed a "backup ventilation (buv)" message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed and displayed a "backup ventilation (buv)" message. The device was available for evaluation. A review of the ventilator logs indicated that the ventilator entered into backup ventilation (buv) during use. The service personnel (sp) inspected the ventilator, confirmed the reported issue from the logs and based on the diagnostic code, replaced the exhalation valve assembly (eva). The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event was isolated in the field to a potential fault in the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d4 unique identifier (UDI) # updated section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of returned part result code (annex c) additional code added component code (annex g) remove g07001 and add g03012 section h3 device evaluation summary was updated due to analysis of returned part medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, these 980 ventilators alarmed and displayed a "backup ventilation (buv)" message. The device was available for evaluation. A review of the ventilator logs indicated that the ventilator entered into backup ventilation (buv) during use. Tthe service personnel (sp) inspected the ventilator, confirmed the reported issue from the logs and based on the diagnostic code, replaced the exhalation valve assembly(eva). The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. One eva was returned to medtronic for analysis. A visual inspection was carried out on the returned eva; no anomalies were observed. The eva was attached to the test ventilator and powered up. While performing calibrations, the unit failed the ¿exhalation valve calibration¿ with the "expiratory autozero failed" message. The fault was isolated to the pressure sensor(ps1) on the exhalation sensor printed circuit board assembly(pcba) of the eva. Investigation determines if ps1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was isolated to a faulty ps1 on the exhalation sensor pcba of eva. The event is included in a data m onitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.